Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08700 inches. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized on (B)(6) 2017 with high blood glucose of 349 mg/dl. Customer passed out and was taken to the emergency room, stayed overnight and was released. Customer had symptoms of headache and nausea. The customer treated with manual injection. Customer indicated that their doctor has not been contacted and their blood glucose value was 236mg/dl at the time of the call. Insulin pump was worn during hospitalization. The product will be returned for analysis.